Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the patient's basal rates were not recorded correctly in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed that the basal history correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or pump histories. During testing, the pump was exercised at 2 units an hour for 24 hours; the basal history correctly matched the basal rate used in testing. The history settings issue was unable to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.